Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain pelvic") in a 28-year-old female patient who had essure (batch no. A84636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anxiety, depression, multigravida and parity 4 (spontaneous vaginal deliveries). Previously administered products included for birth control: mirena in 2013, oral contraceptive nos in 2011 and oral contraceptive nos in 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain: lower abdomen"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dyspareunia, weight increased, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia." Most recent follow-up information incorporated above includes: on 14-mar-2019: reporter information was added. This case concerns 28 year old patient. Her historical medication and concurrent condition were added. Lab data was added. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events: device breakage, abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping) and pain: lower abdomen were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain pelvic") in a 28-year-old female patient who had essure (batch no. A84636- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anxiety, depression, multigravida and parity 4 (spontaneous vaginal deliveries). Previously administered products included for birth control: mirena in 2013, oral contraceptive nos in 2011 and oral contraceptive nos in 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain: lower abdomen"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dyspareunia, weight increased, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia." Lot number a84636 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc(lot number is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered dyspareunia, migraine, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 6-mar-2018: legal complaint received: reporter information updated. Essure indication female sterilization was added. Event migraines was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.